Event description:
It was reported that the patient experienced hyperglycemia on (b)(6) 2026 due to bent cannula. The hyperglycemia was treated with correction pen.

Manufacturer narrative:
E1: Medtronic MinimedStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.